Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of 8015 ls unit want power on. Technical support: 1. 8015 ls unit will not power on. 2. Before call in tech has replace logic board front case w/keypad and lcd. 3. Confirm price quote to send unit in for repair . A review of the complaint history record could not be completed as no serial number was provided. The customer reported problem was not confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. H3 other text: device was not returned to manufacturing facility.

Event description:
It was reported that the device would not turn on. No patient involvement.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device would not turn on. No patient involvement.